Manufacturer narrative:
Insulin pump received with a blank display with constant steady white light on the display due to vertical cracked lcd controller. Unable to verify missing segments, partial display, the test transmitter communication to the pump complaint and perform the self test and displacement test due to pump steady white light on the display. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they reviewed the interaction removing missing segment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.